Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, investigation conclusions) correction (clinical code), and h10 to reflect device evaluation. The sapien 3 ultra valve was not returned to edwards as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. The commander delivery system with s3 and s3u IFU was reviewed for guidance and instructions. Per IFU, long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Residual mean gradient may be higher in a 'thv-in-failing bioprosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted, and a prosthesis patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. In addition, nominal balloon inflation for a 23 sapien 3 ultra valve is 17ml. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients post implantation was unable to be confirmed due to unavailability of medical record and/or relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 2 years and 2 months post implant of a sapien 3 ultra valve inside a non-edwards mosiac valve, a post dilation with a 23mm commander delivery system was performed. The post dilation was successful and the gradient measured 10mmhg'. Per report, the initially implanted valve was under-expanded, and the patient presented with high gradient of 29mm hg. An under-expanded valve can obstruct flow across the valve resulting in increased gradient. In this case, available information suggests that procedural factors (under-expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.

Manufacturer narrative:
A supplemental MDR is being submitted based an update of the engineering evaluation based on the review of medical records that were previously reviewed and reported. The following sections of this report have been updated: section h6 (type of investigation, investigation findings) and h10 (narrative/data). A review of lot history review was performed and revealed no other related complaints related to the reported event. The complaint for increased gradients post implantation was confirmed from the medical record review. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, available information remains the same that procedural factors (under-expanded valve) may have contributed to the reported event.

Manufacturer narrative:
A supplemental MDR is being submitted upon review of additional medical records. This section of this report has been updated h10 (provide narrative/data). Upon review of medical records, a follow up office visit one month post re-dilation revealed that the patient's gradient came down significantly and their symptoms improved. An echo revealed an aortic mean gradient of 21mmhg with a normal functioning tavr valve. A follow up visit is planned for 6 months.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 2 years and 2 months post implant of a sapien 3 ultra valve inside a non-edwards mosiac valve in the aortic position, a post dilation with a 23mm commander delivery system was performed. The post dilation was successful and the gradient measured 10mmhg. The patient presented with high gradient of 29mm hg and was symptomatic. Per report, the existing valve was under deployed.

Manufacturer narrative:
A supplemental MDR is being submitted based on receipt of medical records. The following sections of this report have been updated: b7: other relevant history and h10: provide narrative/data. Upon review of medical records, approximately 2 years and 11 months an echo stated stenosis of tavr with a mean gradient 45 mmhg. At 3 years and 2 months, the patient presents with chf and le edema. A balloon valvuloplasty (bav) of tavr valve inside a surgical valve via right tf approach was performed. A 23mm edwards bav balloon was successful with x2 dilations. The peak-to-peak gradients went from 30mmhg to 5mmhg. The procedure was successful with no ew device malfunctions nor procedural complications. An echo performed at post bav revealed a 23mm s3 implanted within a surgical valve with mean gradient 14mmhg, and no paravalvular leak (pvl) nor aortic insufficiency (ai).